Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d assay results from multiple patient samples tested on the cobas e411 disk. The initial results were not reported outside of the laboratory. The reporter questioned the results as they did not fit the clinical picture of the patients. The qc was also running high. The initial results were >1000 with a data flag (the unit of measurement was not provided). The field service engineer (fse) inspected the analyzer and determined the event was caused by the sample probe vertical tube coming out of pulleys. He then replaced the tube and pinch tubing. He primed the system with successful results. The customer performed qc with successful results. The reporter reran the patient samples and the repeat results were within the clinical picture.

Manufacturer narrative:
In mfg report no 1823260-2024-00454, b5 describe event or problem should have been: "the initial reporter received questionable elecsys vitamin d assay results from multiple patient samples tested on the cobas e411 disk. The initial results were not reported outside of the laboratory. The reporter questioned the results as they did not fit the clinical picture of the patients. The qc was also running high. The initial results were >1000 with a data flag (the unit of measurement was not provided). The reporter reran the patient samples and the repeat results were within the clinical picture." Instead of: "the initial reporter received questionable elecsys vitamin d assay results from multiple patient samples tested on the cobas e411 disk. The initial results were not reported outside of the laboratory. The reporter questioned the results as they did not fit the clinical picture of the patients. The qc was also running high. The initial results were >1000 with a data flag (the unit of measurement was not provided). The field service engineer (fse) inspected the analyzer and determined the event was caused by the sample probe vertical tube coming out of pulleys. He then replaced the tube and pinch tubing. He primed the system with successful results. The customer performed qc with successful results. The reporter reran the patient samples and the repeat results were within the clinical picture." The field service engineer (fse) inspected the analyzer and found the sample probe vertical tube came out of the pulleys. The fse then replaced the tube and pinch tubing. He primed the system and determined the analyzer was performing within specifications. The customer performed qcs with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.